Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was difficulty removing the foley catheter, which led to the catheter being removed via cystogram.

Event description:
It was reported that there was difficulty removing the foley catheter, which led to the catheter being removed via cystogram.

Manufacturer narrative:
The evaluation was found inconclusive. Received only the catheter that was cut and the funnel area was not returned for evaluation.the sample was evaluated and no pinch or blockage was observed. Water was able to be introduced in the returned sample. No conditions were found on the sample that could be associated with the reported event. Due to a poor condition of the returned device, a complete evaluation could not be performed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the ifus are found to be adequate based on past reviews.